Event description:
It was reported that the customer went to the emergency room due to a diabetes-related issue, where they experienced a low blood glucose level of 23 mg/dl on (B)(6) 2025. Cause was not known. During the incident, the customer lost consciousness and sustained injuries by hitting their head and biting their tongue. Upon losing consciousness, the customer's wife called emergency services, who administered two shots of d50, along with IV and saline fluids, resulting in the resolution of the issue. There was no permanent damage identified, and the customer was released from the ER on the same day.